Event description:
(B)(4). This complaint was received as follows: "insertion of the foley catheter on a pt at (B)(6), I order to realize an exam and 15 minutes after the health professional needed to remove the foley catheter and it was impossible to deflate the balloon (even after section of tips)".

Manufacturer narrative:
Add'l info was received on this complaint: "they have tried to remove the catheter by cutting the distal extremity but the balloon did not deflate so in order to get the catheter out of the pt, an intervention was needed on the operating room, the pt has had a general anesthesia and a renal specialist removed the catheter by the general way with a surgical instrument. The balloon was not intact after removing." Based on available info, our medical determination is that this malfunction is serious: because surgical intervention was needed to remove the catheter whose balloon has failed to deflate. Reported to the FDA on (B)(4) 2013.